Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was feeling sick and went to the hospital. Customer was hospitalized on (B)(6) 2015 with a blood glucose over 600 mg/dl. Customer's current blood glucose was 300 mg/dl. Customer was admitted into the hospital as an inpatient. Customer was put on an IV and given fluids. Customer was given long acting insulin and her blood glucose went down to 418 mg/dl. Customer was released home. Customer was wearing the pump at the time of the emergency room visit. Customer declined further troubleshooting and wanted a replacement pump.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.